Manufacturer narrative:
Intuitive has not received the vessel sealer extend to perform failure analysis at the time of this report.

Event description:
It was reported that during a da vinci-assisted sigmoidectomy procedure, the shaft of the vessel sealer extend (vse) instrument was bent and rubbing/colliding against the 8mm cannula causing "shaving" fragments to fall into the patient. The customer states all fragments were retrieved using a laparoscopic grasper and a suction irrigator, which was confirmed by camera visualization. There were no additional surgical procedures required, no intra-operative or post-operative test performed, and no injury to the patient. The customer states the event did not have an effect on the patient or procedure outcomes, and there are no concerns of long-term complications. "All foreign material was retrieved and the patient's abdomen was thoroughly explored" by the surgeon. The customer stated the vse instrument associated with this event has been sent back to intuitive for evaluation. There are no photographic images or video recordings available. A new vse was installed to complete the procedure. The procedure was completed robotically, and the patient was discharged home and doing well.